Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 154 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the excessive no delivery test due to prime and fill anomaly. Insulin pump had minor scratches on display window, scratched case, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker.